Manufacturer narrative:
.

Event description:
It was reported that the patient was having poor pain control for the past month or two. The hcp performed a cap access procedure and could not obtain csf flow. The hcp replaced the pump and catheter in 2007. The patient recovered without sequela. The drug contained in the patient's pump is unk at this time. Additional information has been requested, but was not available at the time of this report.